Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device started with no problem but the indicator lamp turned red 30 minutes after. A new battery was inserted but it still did not activate. They changed the battery and the generator but the issue remained. A new dissector was used to continue the procedure and it was after an hour that the procedure was completed. The device was then bagged and handed to the staff of spd not broken. The sales rep received the device but the active blade was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the device started with no problem but the indicator lamp turned red 30 minutes after. A new battery was inserted but it still did not activate. They changed the battery and the generator but the issue remained. A new dissector was used to continue the procedure and it was after an hour that the procedure was completed. There was no patient injury. The device was then bagged and handed to the staff not broken. The sales rep received the device but the active blade was broken. Communication confirmed that nothing broke during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device cordless ultrasonic dissector was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. Without the original packaging or a reported lot number, the investigator cannot determine if the product was within the assigned expiration date at the time of reported incident. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the tip of the waveguide was broken off. The broken piece was returned. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light-emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. The waveguide had its tip missing, and the missing piece was returned. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off, and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. The broken piece was returned. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retract ors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Instructions for use (IFU) also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.